Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 442 mg/dl at one point. No further details were provided regarding the hyperglycemia. It is unknown if the customer used the auto mode feature during the incident; however, the customer was educated about proper usage of the feature. Troubleshooting was not performed for the high blood glucose. The insulin pump was not returned for analysis.